Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the top around the insulin reservoir there was a part broken. Customer stated that around battery cap there was also crack in the back of the pump and insulin reservoir was still in there but one small bump and it will break and fall out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring and stained end cap sticker. The test infusion set and reservoir does not lock into place.